Event description:
Company representative reported a lap-band for which the "band was fractured at the buckle," first noticed when the patient "was not feeling any restriction." The lap-band system was explanted and replaced. Additional information: healthcare professional provided additional detail on when event was first noticed. During an appointment, "huber needle was used to access the port and fluid was aspirated. Saline was then place in the band. The patient was then placed in a sitting position and asked to drink water. With approximately 6.5ml placed in the band (the 1.5ml aspirated was replaced and additional 5.0ml added), [patient] felt no restriction after drinking at least 350ml of water. Aspiration of the band returned 6.5ml of fluid--the original volume. This raises a concern for the band having "opened." A hole in the balloon is not likely since the volume placed was returned. [Patient] did report adequate restriction after band over inflation during [their] first adjustment, and the band locking mechanism was documented at surgery. Will schedule an ugi swallow with port access and inflation to try to document location of band and integrity of device. A band slip is also possibility. These issues were discussed with the patient and the rationale for w/u explained."

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the catalog number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. No additional information has been reported to allergan regarding the serial number.